Event description:
It was reported via repair work order that there was no power to the bed due to the power cord plug which was not seated all the way into the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.